Event description:
It was reported that the patient complained of clicking from a former surgery in (B)(6), by a different surgeon approximately 1.5 years prior to this revision in (B)(6) 2009. In (B)(6) of 2009 surgeon revised and implanted a cs insert instead of the ps insert. Femoral and tibial baseplate were found to be well fixed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.